Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for 4 days. The leakage was located at the qucik release (qr). No further information available